Event description:
The customer received questionable troponin t stat (tnt) results on their e411 analyzer. The customer received two questionable results, but only provided data for one patient. The patient's initial tnt result was 0.010ng/ml accompanied by a data flag. The first repeat result was 0.114 ng/ml accompanied by a data flag. The second repeat result was 0.116 ng/ml accompanied by a data flag. The initial result was reported outside the laboratory, but it was caught immediately and the repeat result was called to the physician. No treatment was given as a result of the initial result. There were no adverse events. The tnt reagent lot number was 16435401 and the expiration date was 08/31/2012. The customer noted they were using micro-cups on their e411 analyzer. According to the operator's manual, micro-cups are not to be used on the e411 analyzer. The field service representative could not find a cause of the erroneous results. He performed all service checks which passed within specification. Calibration and quality control were within assay range.

Manufacturer narrative:
Calibration and quality control do not indicate an issue. According to the service engineer, the instrument is performing within specification. The most likely cause of this event was the use of micro- cups which could cause erroneous pipetting. There were no adverse events.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.